Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported that the settings on the external pulse generator changed by themselves while pacing patients. The pacemaker was sent in for repair. No patient complications have been reported as a result of this event.